Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (mar 2019 through feb 2021 ) was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
The customer's biomed confirmed that the iabp did not need repair and is back in service. No service requested

Event description:
It was reported that the customer's biomedical engineer called to report on behalf of the nursing staff in the ICU that a cs300 intra-aortic balloon pump (iabp) alarmed "iab disconnected" with the tubing still connected to the patient. The staff was able to resume pumping without problems and the alarm has not happened since that time. The nurse caring for the patient stated that it happened while they were attempting to move the patient in the bed. This is the second iabp it has happened on with the same patient. No patient harm, serious injury or adverse event was reported. This report is for the second iabp. The first iabp and the iab catheter are reported separately.